Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies, unexpected low battery alarms or battery out limit alarms were noted. No damage on the connector lcd isolation tape noted. Insulin pump was received with corroded battery tube and battery cap contact. All alarms and bolus delivered during testing were properly recorded. No history anomalies noted. The low reservoir alarm functioned properly. Traces of corrosion found at the electronic and motor assemblies. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump was blank. Customer stated that the blank display occurred after replacing a battery in the insulin pump. Blood glucose level was 187 mg/dl at the time of the call. No further information was provided.